Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. \device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with 100-150 units of insulin. There was no reported impact to the customer's blood glucose level. Although requested, the contact declined to perform troubleshooting with tandem technical support.